Event description:
The device was found in standby mode. The corresponding .exp file was stored under a wrong name as follows: "c:\ela\synergy\reply\database\239fc364\20221027\ 239fc364.exp", instead of "c:\ela\synergy\reply\database\124fc423\20221027\239fc364.exp".

Event description:
The device was found in standby mode. The corresponding .exp file was stored under a wrong name as follows: "c:\ela\synergy\reply\database\239fc364\20221027\ 239fc364.exp", instead of "c:\ela\synergy\reply\database\124fc423\20221027\239fc364.exp".